Manufacturer narrative:
During the investigation in the field, it was discovered the plastic safety sleeve had cracked entirely along its length. The safety sleeve maintains the stop segment the latches the connection for the lighthead. The hosp performs their own maintenance (i.e., the subsidiary has not recorded any request of preventive maintenance from this customer for 13 years). The probable root cause contributing to the I ncident includes the lack of maintenance of this device and not following the recommended maintenance program of prismatic (prc) surgical light systems, the safety sleeve must be checked periodically as standard practice.